Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch elb419, mfg date: 10/01/2012, exp date: 07/31/2017; batch dkp785, mfg date: ni, exp date: ni. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent an aortic aneurysm repair on (B)(6) 2013 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of six medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2013-02939, 2210968-2013-02940, 2210968-2013-02941, 2210968-2013-02943 and 2210968-2013-02944. The same patient is represented in each medwatch.